Event description:
A report was received that a recently implanted patient had developed pain and right leg weakness after the surgery. The physician believed it was procedure related. The patient was given prednisone medications and has been undergoing physical therapy. The patient's symptoms are now improving but still unresolved.

Event description:
A report was received that a recently implanted patient had developed pain and right leg weakness after the surgery. The physician believed it was procedure related. The patient was given prednisone medications and has been undergoing physical therapy. The patient's symptoms are now improving but still unresolved.

Manufacturer narrative:
Additional information was received that the patient's symptoms were resolved.

Event description:
A report was received that a recently implanted patient had developed pain and right leg weakness after the surgery. The physician believed it was procedure related. The patient was given prednisone medications and has been undergoing physical therapy. The patient's symptoms are now improving but still unresolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial/lot #: (B)(4), description: artisan surgical lead, 70cm.